Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up and down arrow keypad buttons were intermittently responsive. The patient reportedly wore the pump in a pump skin attached to her waist. The patient denied damage to the keypad and also denied there was moisture in the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.